Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy and the reported inflation issue were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported failure to deploy and the reported inflation issue appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex artery. The xience alpine 3.5 x 15 mm was inflated up to 18 atmospheres and then when the stent delivery system (sds) was removed from the patient, the stent was still crimped on the sds balloon. There was no damage noted prior to use. There was no resistance felt upon advancement of the device to the lesion. A non-abbott stent was used with little trouble. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.